Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump no longer detects the reservoir. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No prime anomaly or motor anomaly noted during our testing. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.